Event description:
It was reported that the patient presented for a device interrogation. During the interrogation, it was noted that the device went into vvi backup mode due to software error. Programming changes were made. The patient was in stable condition.